Manufacturer narrative:
A lead revision due to reason unknown was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-04844. It was reported that surgical intervention was undertaken where the patients leads were explanted and replaced for an unknown reason on (B)(6) 2023.